Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed the display bent, battery compartment damaged, and bubbled downstream occlusion (dso) seal. Review of event history log was not applicable. Functional testing could not be performed due to the nature of the problem. When the pump was powered on, the display was unreadable and the pump emitted alarm sounds which meant an error was present, most likely caused by a faulty pwa. The reported issue could not be replicated as the pump could not be tested. The root cause was unknown. The dso seal, battery compartment, and pwa were repaired and display was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not detecting the cassette and the display was damaged. It is unknown if there was patient involvement, no adverse patient effects were reported.